Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on morning of (B)(6) 2012 around 7-7:30am, the patient experienced a blood glucose (bg) value of 61mg/dl and that the patient was frothing at the mouth and found to be jerking in bed. The patient was reportedly admitted to the ER due to experiencing seizures. Upon arrival at the ER, the patient was reportedly disconnected from the pump and her bg was reported to be 67mg/dl. The patient was reportedly transferred to another hospital and the bg was reported to be 155mg/dl and was discharged on (B)(6) 2012 at 2 pm. The hcp was not sure as to the cause of the reported low bg excursion or if the seizures may have been the cause to the reported low bg, but the hospital reported that the meter was not reading correctly when the patient was admitted, the meter was reportedly reading 81mg/dl while the hospital reported that the bg read 67 mg/dl. There were reportedly no issues with the pump settings but that the pump settings had been adjusted slightly a month ago with no known cause. The reporter denied that the patient consumed alcohol or that the patient had a change in weight. There was no indication that the pump malfunctioned. This complaint is being reported due to the patient's hypoglycemic event while using insulin pump therapy with no known cause.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.